Event description:
MFR service tech was running a head height test in the controller mode after operating the pump overnight. The tech observed that the rate display started to decrease spontaneously when the rate was set at 125ml/hr and the volume to be infused at 10 ml. When the tech attemped to remove the pump from the controller mode the display changed from controller mode to pump to selectable mode.